Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the minimal calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to an 18f sheath, and the tavr procedure was completed. Reportedly post procedure while advancing the first suture knot, the suture came out of the patient, also removing the second suture. The sutures came out with a chunk of tissue. It was undetermined if vessel damage had occurred. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that can contribute to the device cause damage, include, but not limited to, the insertion angle or rotation angle of the device was insufficient and anatomical interference with either device during placement to cause interaction between devices that likely contributed to suture coming out of the patient during knot advancement. The patient effect and treatment appears to be related to the circumstances of the procedure. The reported patient effect of tissue injury is listed in the perclose proglide instructions for use, as known patient effects of use with suture mediated closure device procedures. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.